Event description:
On (B)(6) 2026, a patient using the omnipod 5 system reported a suspected pod malfunction resulting in lack of insulin delivery and subsequent diabetic ketoacidosis (dka). The pod was reportedly worn on the leg for between 5 and 24 hours. Insulin leakage during wear was noted. The patient reported that the pod did not deliver insulin from the morning until removal later that day. Blood glucose levels reportedly increased to 29 mmol/l (522 mg/dl). The patient developed symptoms of dka, including vomiting, thirst, and confusion. Emergency medical services were contacted and the paramedics removed the pod prior to hospital transport, and the pod was subsequently discarded. The patient was admitted to the intensive care unit for management of dka and remained hospitalized for approximately five days. The patient reported limited awareness of specific treatments provided during hospitalization and was discharged on (B)(6) 2026 with insulin pens for emergency use.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
B5 and h6 were updated.

Event description:
On (B)(6) 2026, a patient using the omnipod 5 system reported a suspected pod malfunction resulting in lack of insulin delivery and subsequent diabetic ketoacidosis (dka). The pod was reportedly worn on the leg for between 5 and 24 hours. Insulin leakage during wear was noted. The patient reported that the pod did not deliver insulin from the morning until removal later that day. Blood glucose levels reportedly increased to 29 mmol/l (522 mg/dl). The patient developed symptoms of dka, including vomiting, thirst, and confusion. Emergency medical services were contacted and the paramedics removed the pod prior to hospital transport, and the pod was subsequently discarded. The patient was admitted to the intensive care unit for management of dka and remained hospitalized for approximately five days. The patient reported limited awareness of specific treatments provided during hospitalization and was discharged on (B)(6) 2026 with insulin pens for emergency use. Additional information was received on may 1st, 2026, regarding the event. The patient had been using the omnipod 5 system for approximately 3 to 4 weeks prior to the event and had recently traveled by air. According to the patient, the pod in use at the time of the event had been exposed to airport x-ray scanning. On the evening of (B)(6) 2026, the patient reportedly developed acute gastrointestinal illness, described as suspected food poisoning. On (B)(6) 2026, the patient was found unconscious at home by a family member. The patient later reported that attempted bolus delivery via the controller did not result in improvement of blood glucose levels. Emergency medical services were contacted, and the patient was transported to hospital by ambulance. The patient was hospitalized for management of diabetic ketoacidosis and loss of consciousness, with a reported hospitalization duration. The patient reported that audible alerts were generally enabled on the controller; however, on the day of the event, alerts were reportedly not noticed. The patient later restarted use of the omnipod 5 system following hospital discharge. The pod used at the time of the event was not available for return or analysis.